Manufacturer narrative:
(B)(4). A carefusion field service engineer (fse) was dispatched to evaluate the ventilator. In reviewing the event logs, the fse observed that the unit generated circuit fault alarms upon startup before being placed onto the patient. The unit continued to generate the circuit fault alarms while connected to the patient, however, the alarms were ignored by the operator. Further investigation by the fse determined that the flow sensor was not seated properly, resulting a leak. The fse did not find evidence of a malfunction during his evaluation. The fse believes the issue was caused by the user in not seating the flow sensor properly, then ignoring the fault circuit alarm generated on startup and while on the patient. Any additional information received will be evaluated and included in a follow-up report if required. (B)(4).

Event description:
A customer reported to carefusion that their vela ventilator stopped delivering breaths and an unspecified audible alarm was present; the customer was unable to provide information regarding which alarms were generated. The ventilator was in use on a patient when the issue occurred. The patient was immediately placed on another ventilator and there was no harm to the patient reported to carefusion.